Manufacturer narrative:
Insulin pump was unable to prime during prime test, due to faulty force sensor. Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip. No moisture damage noted in reservoir tube, electronic assembly or on motor.

Event description:
Customer reported that on (B)(6) 2014, a reservoir leaked inside the reservoir compartment of his insulin pump. Customer reported changed out the reservoir and dried the device with a cotton swab, but he has had high blood glucose ever since. Customer's current blood glucose is 336 mg/dl. He treated with the device. He stated that when he shakes the device, it rattles. At this point, customer advised that he was already talking to another tech and the call was disconnected. The previous tech will call customer back to finish troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).